Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that the telescope was detached. During the preparation to perform a percutaneous coronary intervention to diagnose an unknown lesion an opticross coronary catheter was used. When flushing this device the telescope was detached. No patient complications reported and the patient's condition is good. However, device analysis revealed an open hole at the sheath lap joint section of the device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed a kink in the sheath assembly at 30.6 cm from femoral marker to the proximal end. The telescope assembly was found intact. The telescope assembly was not able to properly pull back, advance, or retract. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The imaging window was still connected to the blue sheath tubing at the lap joint. Impedance testing finds that there was no electrical disconnect in the imaging circuit. Full image characterization testing cannot be performed based on the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).